Event description:
It was reported that there was increased pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419588 implantable pacing lead, (B)(6) 2008; 5076-45 implantable pacing lead, (B)(6) 2008. (B)(4).